Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. Visual inspection revealed a damaged lcd, cracked tank cover, and a broken pole clamp. The investigator also noted that the pump was noisy. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (leaking) was confirmed during testing. The product problem was attributed to a cracked tank cover. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was a user issue. The user over-tightened the screws in the tank cover. This was identified as the root cause. The following components were replaced: pump, pcb, tank cover, chassis, line cord, and pole clamp. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) was leaking. No patient injury or complications were reported in relation to this event.